Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of ¿nodules in the cheeks and a slight tingling feeling, like numbness¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: adverse events: patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.

Event description:
Healthcare professional reported after injection in the cheeks with 2 syringes of juvéderm voluma® xc. About 3 months later, the patient reported nodules in the cheeks and a slight tingling feeling, like numbness. The symptoms left for a bit but had since come back." Healthcare professional additionally reported that the patient was injected with one syringe of juvéderm voluma® xc in the ¿bil malar region¿ and approximately 2 weeks later experienced non-inflammatory nodules and sensation increase/decrease at the injection sites. Treatment of hylenex was administered about 3.5 months after symptoms began and was repeated 2 days later. Symptoms are ongoing.